Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 4.10d. The unit did not have a battery installed when received. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08730 inches. Unit uploaded properly using carelink. Unit had minor scratched display window, scratched case, faded serial number label, pillowing keypad overlay and cracked retainer. Data analysis: the date of death was not specified in the customer notes.) The formatted history file lists data from (B)(6) 2019 to (B)(6) 2019.

Event description:
It was reported that the customer was deceased. No further information was given. The device will be returned for analysis.